Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubital vein using a 4f non-bsc sheath. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left antebrachial vein. After a 018 non-bsc guide wire was crossed the lesion, a 7.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 7.0mmx40mmx40cm sterling¿ balloon catheter inflated at 14 atmospheres. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).